Event description:
Caller states the patient tested 8.0 inr and 8.0 inr on the coaguchek s system and a comparison lab returned as 4.3 inr. Coumadin was held due to device results, but once lab returned, patient was instructed to continue holding coumadin. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.